Event description:
Per the complaint received, during the procedure the sheath stretched during the procedure with the guide disconnecting from the gray mandrel. As a result, the terumo guidewire could not be moved. Per report, no clinical consequences but risk of trauma to the urethra.

Manufacturer narrative:
The affected device has not been returned. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should the device or additional info be received a follow up report will be filed.